Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the customer has noticed that there have been issues with advancing the cathlon. It is like you have to advance the needle further into the vein to advance the cathlon or it will not advance. It feels like some of the cathlon is sticking. The customer experiences flashback and can not advance or it blows the vein as you have to insert the needle further than normal. Minor injury to patient reported.